Manufacturer narrative:
Component code: g03001. The field service representative (fsr) was dispatched to resolve the issue. The fsr performed, multiple troubleshooting services. Including the replacement of the wash zone probe. Which resolved the issue. A review of the analyzer¿s service history revealed, no contributing factors on or around the time of the issue. Historical quality metrics were reviewed, and no adverse trend was identified for the customer's issue. Labeling was reviewed, and found to be adequate. Based on the available information, no product deficiency was identified.

Manufacturer narrative:
This follow up is submitted to populate fields d8 and/or h6 with data that had previously been provided in field h10. There is no change to the content of the data.

Event description:
An additional occurrence on (B)(6) 2021: sid (B)(6), initial result 100.1 ng/l (positive). Redraw 1.4 ng/l. Initial sample retested at 1.2 ng/l (negative). An additional occurrence on (B)(6) 2021: sid (B)(6), initial result 204.7 ng/l (positive). Redraw 1.0 ng/l (negative). No adverse impact to patient management was reported.

Manufacturer narrative:
Health effect impact code: f26. D8. Was this device serviced by a third party? No. Additional occurrences of false positive results were provided on march 1, 2021 and added to section b5. An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Manufacturer narrative:
Health effect impact code: f26. Was this device serviced by a third party? No. An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. All available patient information was included. Additional patient details are not available.

Event description:
The customer stated that a false positive architect stat high sensitive troponin-I result of 114 ng/l was generated for sid (B)(6) on (B)(6), 2021. The physician requested a redraw based on the patient's clinical history. Redraw results of 146, 2.9 and 1.6 ng/l were generated. The customer uses a normal range of 21 - 73 ng/l. Based on the significant decrease in troponin values, the technician decided to rerun the 2 samples on a second architect analyzer on (B)(6), 2021 which generated results of 0.7 ng/l sid (B)(6) and 0.6 ng/l sid (B)(6). No adverse impact to patient management was reported.